Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2017 for a high blood glucose of 442 mg/dl and diabetic ketoacidosis. The customer experienced nausea and paleness prior to eating dinner. The customer checked their blood glucose on the fingerstick monitor and their blood glucose was too high to display on the meter. The customer attempted to treat via insulin pump therapy. The customer was taken to the ER. They were wearing the insulin pump at the time of hospitalization. At the hospital, the customer was treated with a combination of insulin drip and manual insulin injections. During troubleshooting for the high blood glucose, the caller confirmed that the drive support cap appeared normal. There were no issues with the set, site, tubing, or reservoir. The insulin pump was able to prime without incident. A high pressure test could not be performed due to lack of a tubing clamp; however, the insulin pump passed the self test and displacement test. The customer's blood glucose at the time of incident was 85 mg/dl. The insulin pump was not returned for analysis.